Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a plate and screws in the mandible on (B)(6) 2017. In (B)(6) 2018, it was noted that the plate was broken. Patient was returned to surgery on (B)(6) 2018 for a revision procedure. During the revision, it was noted that two (2) of the screws were also broken at the screw head. The plate and screws were removed and patient was revised to a new plate and screws. No broken fragments remained in the patient. Surgery was completed with no delay and no adverse consequence to the patient. This report is for one (1) 2.4mm matrixmandible locking screw 18mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submittted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted for sterile part: 04.503.648.01s, lot: l603343: manufacturing site: bettlach, release to warehouse date: 01.sep.2016, expiry date: 01.aug.2026: the device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Non sterile part: 04.503.648.20, lot: h392287: manufacturing site: monument, mfg qty: 40, mfg date: 21 jun 2017: the DHR for 04.503.648.20 is for packaging into 20 packs. The component item/lot is 04.503m648/h392287. Review this DHR for manufacturing information. Item: 04.503m648, lot: h392287, rm item: 21015, rm lot: h275132, mfg qty: 120, mfg date: 19 jun 2017, mfg location: monument: required inspections were performed and passed. Product was packaged per lppf. No ncs or reworks generated during the manufacturing of this lot. Raw material, type tialnbr14.00, certifications received from perryman company certifying the material conforms to chemistry and quality system requirements for referenced specifications. Raw material putaway checklists indicate requirements were met. Rework generated to cut bars in half. Rework inspection indicate product passed. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device evaluated by MFR: a product investigation was conducted. Visual inspection: the received locking screw is broken as complained. The shaft is broken at the neck and has strong traces of use around the breakage point on its surface and along of the threaded part. The hexagon of the screw head is in a used condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information and without having the mentioned unknown plate back, we are not able to determine the exact cause of tis complaint. We only can assume that the cause of this complaint is related to the broken unknown plate as reported in the complaint description. Therefore, and since no originally fault was found on the screw, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.